Event description:
It was reported that there were positioning difficulties with the right ventricular lead. Upon the first two positioning attempts, the sensing values were low and the helix took too many turns to extend. On the third attempt, the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.